Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at the cartridge chemistry sample probe collar wash port. The fse replaced a 2-way valve to correct the leak.

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 synchron system cartridge chemistry (cc) sample probe leaked. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, glasses and gloves while operating the instrument. No direct exposure occurred.